Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the seat post bolt sheared off and bolt has been grinding the mount into an oval shape.